Event description:
Caller alleged discrepant inratio results. Results as follows: inratio: 1.2, lab: 4.1. Time between tests: a few minutes. Therapeutic range: 2-3. Caller reports the meter not being in the correct mode when finger stick performed, sample was not applied immediately after finger stick, and adding multiple drops of blood.

Manufacturer narrative:
Investigation pending device return.